Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿star mapping method to identify driving sites in persistent atrial fibrillation: application through sequential mapping¿ (pmid:31552697). A patient with persistent atrial fibrillation who underwent catheter ablation experienced cardiac tamponade which was noted at the end of the procedure which required pericardiocentesis. The objective of the study was to apply a novel vector mapping approach called stochastic trajectory analysis of ranked signals (star) in af. Thirty-five patients were included. The mean age was 60.9 ± 9.4 years with 24 patients (68.6%) being male. Bwi devices (thermocool smarttouch surround flow) were used in this study. No devices specific information (including catalog and lot number) were provided in the article.